Event description:
It was reported that a device was used during a cholecystectomy. The trocar membrane (seal) broke during the procedure. Another device was used to complete the case. There was no consequence to the pt.